Event description:
A healthcare worker experienced sore eyes, headache and chest pain while working with disopa in a room that was not adequately ventilated. The worker did not receive medical attention and the symptoms lasted while in the room where disopa was used.